Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. At the initiation of treatment, the machine alarmed with a blood leak. Estimated blood loss was 300cc's. Pt had no ill effects. Sample is available.